Event description:
The user facility in (B)(6) reported no aspiration during a cataract procedure. The doctor replaced the pack and completed the operation. Additional information: corneal opacity occurred due to corneal burn. On the follow up visit the patient recovered from the corneal opacity. The second follow up visit the corneal endothelial cell loss was noted preoperative: (B)(4), and post operative: (B)(4). The corneal endothelial cells are still retained; therefore, the patient's impact was limited.

Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted if any additional information is received.